Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying recurrent "low battery warning" message was not reproduced during functional testing; however, review of the archive data confirmed the occurrence of multiple "low battery warning" messages on the reported event date of (B)(6) 2017. Evaluation of the autopulse platform (sn (B)(4)) found no functional issue. The platform was functionally tested twice using good known reference autopulse li-ion batteries and operated as intended without error using a large resuscitation test fixture and met all required specifications. Review of the archive data confirmed multiple occurrences of "low battery warning" messages. This issue was due to insufficiently charged batteries (sns (B)(4)) used in the platform on the reported event date of (B)(6) 2017 from 6:40am to 07:01am, confirming the reported event. Per the autopulse hang tag, the platform exhibits a "low battery warning" message due to the battery being in a low power state. Also, the autopulse user guide states that, "ensure the battery is fully charged before insertion into the autopulse platform." Related to the reported event, the following were also observed: two "battery lost" messages caused by the platform losing connection with the battery, and user advisory (ua) 17 (max motor on time exceeded) and ua 19 (max applied load exceeded) error messages that were cleared by the user. The causes for these observations are due to insufficiently charged batteries used in the platform, and likely, the batteries were not securely/properly inserted in the platform battery compartment. Per the autopulse user guide, the battery should snap into place and mount flush with the autopulse platform. Unrelated to the reported event, ua 7 (discrepancy between load 1 and load 2 too large) and ua 2 (compression tracking error) error messages that were cleared by the user were also observed on the archive data. The ua 7 and ua 2 error messages were likely caused by improper patient orientation on the platform and/or improper lifeband installation. It was noted based on the archive data, that on the event date at 07:01am, 20 minutes following the first observed "low battery warning" message, the user was able to operate the platform with continuous compression for approximately 7 minutes without any issue and with normal battery exit using battery (sn (B)(4)). This indicates that the issue did not recur and was resolved. As part of routine service during testing, the platform was examined. Physical damages were found along with the drivetrain exhibiting binding and resistance. These observations are unrelated to the reported event. Upon customer approval, the damaged parts will be replaced, and clutch plate deburring will be performed. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial (B)(4).

Event description:
It was reported that the autopulse platform (sn (B)(4)), during patient use, displayed recurrent "low battery" messages. The user exchanged to a fully charged autopulse li-ion battery; however, the issue did not resolve and the platform powered off. Following this, the user immediately reverted to manual CPR. No known impact or patient consequence was reported. Additional information stated that the customer tested the batteries used at the time of the event by inserting them in another platform and operated as intended without issue, the batteries were also able to be successfully charged in an autopulse multi chemistry charger. No further information was provided.